Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2012, a pt was being treated for a sacular thoracic aortic aneurysm. A gore tag thoracic endoprosthesis was implanted with no problems; however, upon removal of a 22 fr gore dryseal sheath the pt's right external iliac artery ruptured. Two viabahn devices were implanted and the pt tolerated the procedure. The sheath was discarded at the facility.